Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 600 mg/dl associated with a leaking cartridge. Reportedly, the patient remained hospitalized. During troubleshooting with customer technical support, it was reported that the cartridge had leaked. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a leaking cartridge.